Event description:
Per the audiologist, the patient is experiencing intermittent hearing with the device. The results of an integrity test in 2009 indicate multiple electrode anomalies. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.